Event description:
A nurse pulled the fire alarm due to a burning smell coming from the light. Allegedly, there were 11 employees sent to employee health for examination due to throat and eye irritation.

Manufacturer narrative:
According to the hill-rom field investigation, the lamp holder was found burnt due to the bulb not connected into the lamp holders correctly. This caused arcing and burn marks on the lamp holder. The light has been replaced. The facilities risk mgr was sent the "important medical device bulletin: fluorescent lighting fixtures dated march 22, 2002 (enclosed). Being that this would occur on all types (used in a medical environment or non medical environments) of fluorescent lighting fixtures and not isolated to only one type, hill-rom has informed its customer base to ensure proper installation of bulbs into fixturing. Report 1836145-02/27/2002-004 c was sent to the detroit district office.